Manufacturer narrative:
Date of events occurred during (B)(6) 2023; therefore, (B)(6), 2023 was chosen as a representative date. Two used samples have been returned to 3m for analysis. Based on the problem description, photos provided, and testing performed, a likely cause is a y connector leak. The sample analysis identified a y connector leak at the tubing to the y connector bond caused by manufacture error during the assembly process. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. No other complaints from the same lot have been received for y connector leak. Solventum will continue to monitor.

Event description:
User facility reported 15-20 devices leaked during use. No injuries or medical interventions were reported due to the alleged malfunction.